Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation was not able to confirm or reproduce the reported complaint. The instrument was not found to have any broken or missing pins. The instruments grip tips were not found to have any damage. The instrument was not found to have any damaged or missing components. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. The bumper test was performed on the instrument and passed with no issues. The instrument passed an electrical continuity test. The instrument was re-tested several times for intuitive motion and passed with no issues. There was no problem detected with the returned instrument. The nurse who initially communicated the incident sent a picture of the broken instrument. An advance failure analysis engineer reviewed the photo and stated the following: the picture did not appear to show a missing or broken grip. It was hard to tell from the angle of the photo, but the pin did not appear to be missing. A review of the instrument log for the force bipolar instrument (part # 471405-06 / lot # n12210405-0162) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 3rd use of the instrument. A review of the instrument log for all other instruments used in the same procedure are as follows: the 30 degree endoscope (part # 470027-62 / serial number (B)(4)) was used in subsequent procedures. As of (B)(6) 2021, the endoscope was last used on (B)(6) 2021 on system (B)(4). It has 1484 lives remaining. The monopolar curved scissors instrument (part # 470179-19 / lot # n12210531-0003) was last used on (B)(6) 2021 on system (B)(4). As of (B)(6) 2021 it had not been used in a subsequent procedure. It has 1 life remaining. The fenestrated bipolar forceps instrument (part # 471205-17 / lot # n10210104-0023) was last used on (B)(6) 2021 on system (B)(4). It has 0 lives remaining. The mega suturecut nd instrument (part # 471309-15 / lot # k12210531-0088) was used was on (B)(6) 2021 on system (B)(4). As of (B)(6) 2021 it had not been used in a subsequent procedure. It has 3 life remaining. Multiple follow-up attempts have been made to the hospital site following the completion of failure analysis to determine if the incorrect instrument was returned for analysis. The analysis findings did not match the reported issue as presented by the customer. The lot number of the returned instrument matched the lot number reported to have had the issue. At this time it is unknown if the incorrect instrument information was provided and if the incorrect instrument was returned for analysis. This report is being submitted based on the reported issue identified by the customer, despite the failure analysis findings of no reported issue and no broken pieces identified. This complaint is being reported due to the following conclusion: during a da vinci-assisted inguinal hernia surgical procedure, it was alleged that the pin that held the jaws together on the force bipolar instrument came out, and the top part of the jaws came off in the patient. The customer stated all broken pieces were retrieved. There was no injury to the patient reported. However, unintended fragments falling inside the patient may require surgical intervention, contributing to an adverse event. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, a force bipolar instrument broke. The nurse who initially communicated the event stated that the pin that holds the jaws together came out and the top part of the jaws came off and fell inside the patient. The nurse confirmed all broken pieces were retrieved, they successfully removed the instrument, and no patient harm occurred. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs for the reported procedure and no errors were noted. The tse advised the caller to RMA the suspect instrument for investigation purposes. The site proceeded with the case as planned. Isi contacted the nurse (original reporter) at the site on 23-aug-2021 and obtained the following additional information about the complaint: all fragments were retrieved and there was no patient harm. There was no indication of collision. No other information was available at this time. No patient demographic-related information was provided. Isi contacted a hospital employee at the site on (B)(6) 2021 and obtained the following additional information about the complaint: she followed up with the person who provided the original information about the instrument. A pin fell off the instrument and it was retrieved in the same procedure. They discarded the pin. No patient demographic-related information was available. Isi made numerous follow up attempts with the site following the completion of failure analysis, but was not successful in obtaining additional information.